Manufacturer narrative:
This report is submitted on may 23, 2022.

Event description:
Per the clinic, the patient experienced skin breakdown and subsequently was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the magnet site (date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on (B)(6) 2022.